Manufacturer narrative:
(B)(4). The carefusion failure analysis technician evaluated the user interface module (uim) and verified the reported issue. The control pcba was replaced with a known good and this corrected the issue. This issue is being addressed by an internal corrective action.

Event description:
The customer reported that the user interface module on the ventilator is blank and the leds work but no video.